Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aortic aneurysm at zone 4 approx 11 months ago. Vessel morphology was reported, as there was moderate calcification in the iliac artery. The two talent thoracic stent grafts were successfully implanted and the delivery catheters were removed without issue. It was reported that upon removal of the introducer sheath, there was a dissection in the left common iliac artery. The physician implanted another MFR's stent which resolved the dissection. (Mfg# 2953200-2010-02272). No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: (arterial trauma/dissection/perforation), (moderate calcification in the iliac artery).